Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or catalog number was provided. A review of the device history record could not be completed as no lot number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter disconnected easily from the "polifix" during use, causing dirt buildup in the fixation and leading to replacement of the fixation for sterility purposes. As reported by the customer, "the catheter is disconnecting more easily from the polifix, causing dirt in the fixation and with that the nursing changes the fixation that is sterile and transparent. Info add: ms. (B)(6) reported that they did not registered the lot number and the catalog number is not available. There is no sample. No damage to patient / professional. (Phone contact on (B)(6) 2019 at 3:42 pm - (B)(6))".